Event description:
It was reported the device only shows 1 on screen. No patient injury was reported.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI#: no UDI.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with corroded drain fitting, cracked tank cover, and damaged lens. Faulty printed circuit board. There was no evidence of the error recorded in the event history log. The reported problem was duplicated during functional test. The investigation found that the printed circuit board was the cause of the reported issue (defective electronic assembly board). For corrective action, no action was taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped. The root cause was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication or evidence provided in the complaint of a service issue. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147